Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Product ID 97755, serial# (B)(4), product type: recharger. After review it was determined device and patient codes should not have been applied to the ins, but instead to the patient's recharger. The recharger was not reported, as it was determined to be a non-reportable malfunction not likely to cause or contribute to serious injury/death. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient was having the same issue where the recharger was not charging the implant. The recharger showed excellent recharging and the green light was flashing, but the battery level was not moving after 2 hours of charging. A replacement recharger was sent to the patient, and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported the patient was having problems with the device charging the ins. The patient said the controller showed excellent recharging and a little triangle with an exclamation mark, but the ins will not charge. The patient said he has taken the battery out 3 times trick and it still was not helping. The patient stated he has had the recharger on it for 45 minutes, and it only shows the recharging is excellent and not moving forward. The patient said a very small part of the battery was shaded and is a reddish orange color. The patient said the controller was flashing green. The patient said the controller charges fine. While on the phone, the patient stated the ins battery changed to 30% charged. The patient said the recharger must be working. The patient was going to follow up with the healthcare provider (hcp) and will call back if needed. No symptoms or further complications.